Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip, switch box, right/left knob, up/down knob, and scope connector cover had a scratch; distal end had discoloration; objective lens had a chip; light guide lens had a crack; connecting tube and universal cord had coating peeling; and adhesive around objective lens had discoloration. Due to deformation of electrical connector guide pin, water tightness was lost. The sheet holder unit had corrosion due to water leakage. Due to adhesive peeling between light guide lens and distal end, water tightness was lost. Due to fray of knob wire, the forceps skip or sway on the upper half of the endoscopic image. Due to annual inspection, parts must be replaced. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the forceps elevator cannot be moved all the way up, there was cable pull on the duodenovideoscope. There were no reports of patient harm. The device was returned and evaluated; the light guide lens had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Olympus will continue to monitor field performance for this device.